Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 30-degree endoscope plus for failure analysis investigation. The endoscope was analyzed and the primary failure of could not reproduce to be related to the customer reported complaint. Additional observation not reported by site: the endoscope was visually inspected and found with cosmetic damage. During inspection of the endoscope cable integrated connector, the cab integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope cable integrated connector was visually inspected and found with mechanical damage. The cable integrated connector paddleboard exhibited mechanical damages such as scratch marks, indentations or broken or missing pieces located at cable proximal end. The endoscope was visually inspected and found with minor cut to the cable insulation. The damage was located at zone b in the middle 1/3 on the endoscope cable. The probable root cause for each issue detected is listed as follows: the root cause for cable connector discolorations is typically attributed to component failure, such as material degradation. The probable root cause of mechanical damage in the cable connector is attributed to improper cleaning or sterilization techniques used in reprocessing that can result in damage. The probable root cause of cuts in cable insulation is attributed to damage during use or reprocessing, which may include improper handling of the cable. These issues can be resolved by using an alternate endoscope to complete the procedure. Isi followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use. There was no damage or anything out of the ordinary was observed. The issue was identified during central processing. It was unknown how was the procedure completed.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the 30-degree endoscope plus had cracked lens. The procedure outcome is unknown with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope was inspected prior to use. There was no damage or anything out of the ordinary was observed. The issue was identified during central processing. It was unknown how was the procedure completed.